Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported issues were not confirmed during returned device analysis as no issues were noted during testing and the device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement, physical resistance and difficulty positioning the device could not be determined. The observed bent actuator mandrel is a cascading effect of the troubleshooting steps and is related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to capture the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, a second clip delivery system (cds) was advanced, but it was noted that the physician had difficulty aligning the clip arms perpendicular to the line of coaptation. Despite turning the handle, the clip had difficulty turning. It was noted that resistance was also felt when turning the handle. The clip was eventually able to achieve perpendicularity; therefore, grasping was performed. However, when establishing final arm angle (efaa), the clip opened. This occurred three times. The decision was made to removed cds and replaced it. Two additional clips were implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.